Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during use of a 100 ml smiths medical cadd medication cassette with flowstop the cadd legacy pump exhibited a "no disposable, pump won't run" alarm. It was reported that the reservoir volume was 65 ml when the alarm occurred. Per reporter the alarm was resolved and infusion was continued when a new cassette was attached. No adverse patient effects were reported. Per reporter no further details were provided.